Manufacturer narrative:
The reported field event of charge timeout was confirmed in the device image and on the bench. Using known working high voltage capacitors, the device was found to function normally. High voltage capacitors were not sent out for analysis due to damage during analysis. The cause of the charge timeout seen in the field remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to clinic after implantable cardioverter defibrillator vibratory alert. Upon review, the device exhibited the charge time limit was reached. A manual capacitor maintenance test was performed and the capacitor maintenance had timed out. The device was explanted and replaced. The patient was stable.